Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose was 137 mg/dl. The customer indicated the issue was resolved and declined further assistance from tandem technical support and declined to provide further information regarding the issue.